Event description:
It was reported that there was a grinding issue while performing the stereotactic breast biopsy procedure. It was requested to have the device evaluated for rear rotation knob damage. There have been no patient consequences reported. There have been no interruption in the biopsy procedure.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer's complaint and found the green cable was split and making a grinding noise. A broken coil pin caused intermittent rotation knob turning. The blue cable was split, the safety latch was bent and the e-clip was damaged during disassembly. To correct the customer's complaint, the analysis site replaced the green cable, coil pin, blue cable, safety latch and the e-clip. After servicing, the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.